Event description:
It was reported that the pump exhibited an air-in-line alarm and a damaged battery compartment. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a broken battery compartment at the door latch. The tamper seal was not removed. There was no evidence to review in the device's event history log. During the functional test, the cassette was attached with fluid and the air detector did not change the status from air to pass in mu mode. Also found air in line alarm when the cassette ran with fluid. The reported issue was duplicated. It was determined that the cause was due to the air detector and broken battery compartment. As a result, the air detector and battery compartment were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.